Manufacturer narrative:
(B)(4). (Hemorrhage, extradural); (no known device problem). Hospital devices of multiple part/lot numbers were implanted during the procedure including: part: kpe1003 / lot: 0005745676 part: unknown cement. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at t9 and presented with a post ¿operative epidural bleed the same day as the bkp procedure. The procedure was completed successfully with no intra-operatively complications. According to the report, the patient's status is "good." No further information is known at this time.